Event description:
It is reported that the pegged provisional broke during use.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: breakage might have been caused by significant wear; the instrument appears to have significant usage. Lot number is unk, therefore, potential field age is unk. The exact cause cannot be determined with certainty. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.